Manufacturer narrative:
The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance. The in-vivo data confirms the complaint with diminished signal throughout the insertion period. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4.date of this report 25 september 2024. D9 device available for evaluation? Yes on 04/24/2023. G3.date received by the manufacturer? 03 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231 h6. Investigation conclusions updated to 4307.

Event description:
On january 18, 2023, senseonics was made aware of an incident where the user experienced sensor inaccuracies which led to an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The RMA was authorized, but was not received. Thus, no confirmation or investigation of the complaint was possible. As part of resolution, the RMA was issued for sensor replacement. No further investigation was found necessary for this complaint.